Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: nurse manager reports that the user did not make the changes observed on the pump (unable to confirm which changes in particular, as multiple edits to rate and vtbi were noted in the report). (B)(6) pharmacist indicated that the parameters identified in the pump history report did not match the order details. During a troubleshooting session with (B)(6) on 9/18/25 (in which the event was further explored and determined to qualify for cir submission), dosetrac and epic data indicated that the clinician auto-programmed the infusion at 21:19 for 90.9 ml/hr over 12 hours (the order reportedly specifies 90.9 ml/hr for one hour). From 22:24 - 22:26, there were three auto-programming attempts for a rate change to 181.8 ml/hr over 10 hours, and the last attempt was successful. According to epic and b. Braun records, no further auto-programming attempts occurred throughout the night, so manual programming is suspected. Pump logs (including keystrokes) requested to determine if user interacted with the pump to enact the changes observed in the pump history report.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device was not returned for evaluation, and the device logs were not made available. Further investigation of the complaint is not possible without a device for evaluation or the device logs. If the device or the device logs do become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.